Event description:
It was reported by service report that the fowler was drifting down; the nurse call was malfunctioning, and some footboard modules were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard blank modules were broken. The alleged fowler drifting and nurse call malfunctions could not be confirmed or duplicated by our field service technician because visual and functional inspections found both to meet and perform to specification.